Event description:
It was reported that the pt experienced symptoms of withdrawal. He was given an oral antibiotic to supplement his pain mgmt needs until the CT scan could be done. A CT scan was later performed and there was no evidence present of a kink or occlusion in the catheter. The pt had a catheter revision on (B) (6) 2010 in which only the spinal segment of the catheter was replaced. The physician noted that there was a "clot" present at the end of the catheter. In his opinion, he did not think that the mass was a granuloma; the catheter segment was sent to pathology for verification. The pt's medication dosage was decreased in the pump postoperatively to 3mg/day, but the pt started to exhibit symptoms of withdrawal again. The dosage was increased to 5mg/day. The pt status after that increase was unk. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).